Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to a scratch on objective lens, the image had an abnormal dark area; due to wear of the angle wire, the bending angle in the up direction does not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; due to wear of forceps elevator, the forceps raising angle did not meet the standard value; the adhesive on the bending section cover had a chip; the paint on air/water-cylinder and the suction cylinder was peeled. Additionally, the following components had a scratch: the protector of the universal cord on the suction connector side, the right/left angulation knob, the control unit, the forceps elevator lever, the grip, the light guide lens, the objective lens, the scope connector cover unit, the suction connector, the scope cover, the switch box, and the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite duodenovideoscope possibly had a foreign object come out. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field:h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The event can be prevented by following the instructions for use which state: inspection method is described in the operation manual tjf-q290v series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual tjf-q290v series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.